Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead extraction procedure due to twiddler's syndrome, noise that inhibited pacing was observed. Suture of the sleeve was also found to be severed. Lead was explanted and replaced. Patient was stable post-procedure.